Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to unknown caused. As per latest device transmission on device monitoring, it showed that there were stable impedances and stable intrinsic amplitude with one measurement. However, from the last patient checked, this lead was programmed. Additional information indicated that this lead was surgically capped due to high threshold. No additional adverse patient effects were reported.